Event description:
It was reported that the patient presented remotely via merlin.net transmission. Analysis of the transmission showed that the right atrial (ra) lead exhibited noise oversensing that cause pacing inhibition. Furthermore, the ra lead exhibited high pacing impedance. The ra lead was explanted and replaced. The patient was stable throughout the procedure.

Manufacturer narrative:
The reported events of noise and high pacing impedance was not confirmed. A complete lead was returned in one piece. X-ray analysis and electrical testing did not find any indication of conductor fractures. No other anomalies were found except damage noted to the inner coil and internal short consistent with procedural damage.